Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was hospitalized due to diabetic ketoacidosis. The customer's blood glucose level was 370 mg/dl. The customer also reported that she received insulin flow block alarm. The customer was assisted in troubleshooting. The insulin pump will be returned for analysis.